Event description:
In may 2003, kmi was notified of the explant of an 8mm subtalar mba orthopedic foot implant from a pt 5 months after its original implant date to address pain. In may 2003, kinetikos medical inc., was informed that an explant of an 8mm subtalar mba had been performed in 2003. The explant was performed at the discretion of the attending physician at the pt's request to address pain. The original implant surgery date was 2002. A product report was initiated to facilitate a formal investigation and MDR was initiated as required by federal regulations.